Event description:
It was reported that during a rotator cuff surgery there was a problem with the jaws of the scorpion. No part of the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update 02-jan-2025 it was confirmed that the jaws were regularly jammed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13999mff, fastpass scorpion sl-mf with flushport, batch number 15363515, was received for investigation and upon functional inspection, it was observed that the jaw does not close completely as expected due to a loose shaft (see evaluation pictures 3 + 4). No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to an internal manufacturing issue. Further the device shows signs of metal surface oxidation at the distal end (see evaluation pictures 5 + 6).